Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Stryker evaluated the customer's device and was unable to verify the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device incorrectly analyzed a rhythm in this state, the device may provide inappropriate defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.